Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. Additionally, it was reported that air bubbles were observed within the infusion set tubing and canister with multiple cartridges. Customer loaded a new cartridge to resolve the issues. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the customer performed load fill tubing and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.